Event description:
The customer reported when the hospital performed a generator test, unit the ventilator shut down and alarmed and did not start back up. The customer reported the ventilator was in use on a patient and there was no patient harm. The customer contacted manufacturer's field service engineer for service. The service engineer contacted the customer to schedule service but the customer reported the respiratory staff tested the device and it operated correctly so it was placed back in service.